Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that the port was placed via the right subclavian vein. The alleged break occurred subcutaneous at the stem of the port body. The catheter migrated to the patient's heart. Both the catheter and the port body were removed subcutaneously. No additional interventions and/or procedures were required other than removing the device. There was no reported injury to the patient.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one m.r.I. Plastic port with 8 fr s/l groshong catheter was returned for evaluation. The catheter was returned in two segments, with a complete circumferential break noted between the 14cm and 15cm depth markers. The proximal segment of the catheter was returned attached to the port body. The sample port element was noted to be partially occluded prior to decontamination and a pinhole leak was observed through the catheter lock during hydraulic testing. After decontamination, the sample port element was noted to be fully occluded. The distal segment of the catheter was separately patent to infusion and aspiration and no leaks were observed. Scoring consistent with tool damage was noted to the catheter lock. Wear was noted on the 5cm and 6cm depth markers. Both ends of the circumferential break were noted to be jagged and rounded when viewed under magnification. Buckling was noted to the distal end of the break. Two partial circumferential creases were noted at the 12cm and 2cm depth markers. Based on the findings, the investigation is confirmed for a break of the catheter, specifically a catheter break at the port stem. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the port was placed via the right subclavian vein. The alleged break occurred subcutaneous at the stem of the port body. The catheter migrated to the patient's heart. Both the catheter and the port body were removed subcutaneously. The current status of the patient was not provided.